Event description:
It was reported that during placement of the introducer sheath of an ivc filter system, the distal marker band detached from the dilator during withdrawal from the sheath. As the filter was advanced through the sheath, the marker band came out with the filter and the filter was unable to deploy. The detached marker band was captured by the sheath and removed from the pt, and the filter was successfully deployed at the intended site of treatment. No pt injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed, the investigation is currently underway.